Manufacturer narrative:
(B)(4). Information asked for but unknown or not provided during initial contact. Should the information be provided later, a supplemental medwatch will be sent. The device was returned with the distal tip of the blade broken off and not returned. The remaining blade portion was scratched. This blade tip portion may have broken off of the device during transport to our analysis site. The reported complaint was for "relax pressure on blade" yellow alert screen. The device was functionally tested with a generator. During functional testing on the gen11 generator, the "instrument error" alert was displayed; and when tested on the gen04 generator, an error code 5 (instrument error) was displayed. A probable cause of no activation is blade damage. Blade damage may occur from external contact with metal or plastic during pre-op or general use. The device will stop activating, and display the instrument error screen twice followed by the replace instrument screen when the blade becomes damaged. When a blade has been compromised such as scratched or cracked, the titanium metal is fatigued when continually energized and this results in the blade further cracking and possibly breaking off. Blade damage may occur from external contact with metal or plastic during pre-op or general use.

Event description:
It was reported that during a lap chole procedure, the resident used the device to remove the gall bladder. The device was functioning properly for most of the case until it gave the error code to relax pressure on the blade. Upon relaxing and attempting to reactivate, the generator gave the error code to tighten assembly. Device removed, properly reassembled, re-torqued, generator restarted and device attempted to be tested. At this point the device began cycling through error codes again and the hand piece began to squeal even though properly assembled and torqued. A second device was pulled and used with the same handpiece with no complications. There were no patient consequences.